Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the sizing of the annular dimensions follows: perimeter: 78,1, area: 458,7, sov: 30x 29 x 29, lvot: 23,3, rca: 14,8 lms: 10,3. The device was successfully implanted in the desired position. After deployment, aortogram was done and mild-moderate aortic regurgitation and perivalvular leak were noted. A post dilation was performed using a non-abbott device which was unsuccessful. The device was kinked and was not deflated before removing from the navitor valve. On fluoroscopy, when contrast was injected, severe aortic regurgitation was present. A valve in valve procedure was performed with a second navitor 27mm valve successfully implanted, however mild perivalvular leak persisted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. There was no noted difficulty implanting the valve. The information from field also indicated that there was sufficient amount of calcium to allow anchoring of the device. The field also indicated a valve in valve procedure was performed. The first valve was implanted depth of between 5mm, deeper than the optimal 3 mm implant depth. Based on the annular dimensions (perimeter and area), provided by the field the valve used during the procedure was of appropriate size. The root cause of the reported incident could not be conclusively determined but could have been as a result of implant depth. Please note per the instructions of use, the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve. Additionally, 'to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot.'

Manufacturer narrative:
An event of the perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. There was no noted difficulty implanting the valve but information from the field indicated that after post dilatation with a balloon, the balloon got kinked and was not deflated before removing it from the navitor valve. Information from field indicated that there was sufficient calcium to allow anchoring of the device. Based on the annular dimensions, provided by the field the valve used during the procedure was of appropriate size. The field also indicated a valve in valve procedure was performed and that the first valve was implanted at a depth of 5 mm and the second valve had an implant depth of 6 mm, deeper than the optimal 3 mm implant depth. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been related to the depth of the valve. There was no noted difficulty implanting the valve. The information from field also indicated that there was sufficient amount of calcium to allow anchoring of the device. The field also indicated a valve in valve procedure was performed. The first valve was implanted depth of between 5mm, deeper than the optimal 3 mm implant depth. Based on the annular dimensions, the valve used during the procedure was of appropriate size. The root cause of the reported incident could not be conclusively determined but could have been as a result of implant depth. Please note per the instructions of use, the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve. Additionally, 'to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot.'h10 - additional mfg narrative